Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l5-s1. Post-op, the cage backed out which was removed in a revision surgery. Patient complications occurred as neurological symptom attributed to backed out cage.

Manufacturer narrative:
The following products were used in the surgery: (lot#: h5426191) or (lot#: h5452215). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.